Event description:
It was reported that the patient had a loss of therapeutic effect and felt a 'burning sensation.' It was stated that the patient reported 'never having therapeutic effect and a decrease in therapeutic effect during nighttime.' It was stated that the patient had 'great relief' at night when on the trial, but since implant on (B)(6) 2013 they had no improvement, and 'no relief at night.' It was also stated that the patient felt 'burning zaps' when he was sitting down, and that these symptoms occurred following a positional change. It was noted that the burning sensation was 'right over the implantable neurostimulator.' The patient had a follow up appointment scheduled for (B)(6) 2013 and would possibly adjust programming. No further information was known at the time of report, and if additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va05j9l, implanted: (B)(6) 2013, product type lead product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).